Event description:
It was reported that a physician in training in the use of the prostar xl device attempted arteriotomy closure of a moderately calcified common femoral artery after a transfemoral aortic valve interventional procedure. Reportedly, strong resistance was felt after the needles were deployed 2 cm. The needle back down technique was used to remove the prostar xl device and the puncture site was surgically closed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the face of the barrel was examined and a needle strike witness mark was detected at the anterior lateral needle slot at the face of the barrel. The coiled suture lumens were removed and not returned. The handle was in the locked position. The needles were in the distal position and in the sheath with the sutures taught. These findings are consistent with and confirm the report of strong resistance during needle deployment necessitating a back down. The witness marks of needle strikes on the barrel face indicate that the needle was deflected during deployment causing them to miss the needle slots and strike the barrel stopping deployment. Needle deflection can be influenced by, but not limited to, manufacturing, deploying the device at an angle greater than 45 degrees, deployment in patients with challenging anatomical conditions such as a calcified or scarred access site or tourous paths can also affect needle deployment during use. In this case, the report of the site being moderately calcified may have been a contributing factor in the event. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the investigation findings, the failure to deploy the needles and subsequent failure to achieve hemostasis with this device appear to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection issue was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for difficult to deploy needles for this lot. There does not appear to be any indication of a lot specific product quality deficiency.